Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced cloudy effluent and abdominal pain as a result of the peritonitis. Treatment information was not reported. The patient recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Patient date of birth 1956. Should additional relevant information become available, a follow-up report will be submitted.